Event description:
Blisters due to burn of 2nd up to 3rd degree [burns third degree], blisters due to burn of 2nd up to 3rd degree [burns second degree], blisters on the back [blister]. Case description: additional information was received from the patient and physician which updated event details and upgraded the case to medically important. Initial information was received from a female patient of unknown age, in (B) (6) who used a thermacare lower back and hip (8 hour) heatwrap transdermally for unknown indication. At an unknown time, the patient developed blisters on the back (blister/blisters). The outcome of the event was unknown. On 12-apr-2010, follow-up information received from the patient indicated that she has previously used thermacare. On 13-apr-2010, follow-up information received from the physician confirmed that the patient experienced blisters due to burn of 2nd (burns second degree/second degree burns) up to 3rd degree (burns third degree/third degree burns) in the lumbar region. Medical history and concomitant medication were not included. No other information was provided.